Event description:
It was reported that the pump experienced an unspecified issue. The problem caused the customer's blood glucose level to exceed 500 mg/dl, as the value was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose levels, the customer administered a correction bolus via the pump, then removed the pump and switched to multiple daily injections. Subsequently, the customer visited the emergency room but did not sustain any injuries or develop ketones, and no permanent damage was identified. After a stay of a few hours in the ER, the customer was released the same day. It was not specified if the treatment received resolved the issue, as the customer could not recall the details, only mentioning receiving a "bag of fluids." The customer remained off the pump for approximately 3-4 weeks until a healthcare provider recommended resuming use of the pump.